Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2021. A photo was received. Evaluation is anticipated, but not yet begun. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 03/15/2021. Additional information was requested and the following was obtained: were there any adverse patient consequences? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -were there any adverse patient consequences? A manufacturing record evaluation was performed for the finished device batch mhh145, 8732h19 and no non-conformances were identified. Additional h3 investigation summary: a picture was received for evaluation. Upon visual inspection of the picture, an empty overwrap packet and an empty opened folder of product code 8732, lot # mhh145 could be observed, no breakage suture could be observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint, since the samples was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Note: events reported via mw# 2210968-2021-00454, 2210968-2021-00455, 2210968-2021-00456, and2210968-2021-00457.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Will the device be returning? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2020 and the suture was used. During surgery, while doing distal anastomosis with the help of prolene 8-0 suture and closing distal end, suddenly the 8-0 prolene broke. A like device was used to complete the closure. The surgeon successfully closed distal end with the suture. There were no adverse patient consequences reported.